Event description:
The screw was being inserted into the femoral tunnel; the guidewire was not taken out during screw insertion. The guidewire was bent at the end and the tip of the screw broke.

Manufacturer narrative:
Suspected root causes: insertion over a bent guide wire.